Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the patient may undergo revision surgery in the future if indicated by his doctor for discomfort, hip pain and loosening. Update - (B)(6) 2011 - medical records were received. The revision operative report indicates that there were corrosive changes seen on the trunnion. It is additionally noted that there was a cyst posteroinferiorly which was about 1 cm in diameter.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.